Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that lid #1 on the axsym anti-hcv reagent pack failed to open causing the probe to crash. There was no impact to pt management reported.